Manufacturer narrative:
According to the facility the pack had a defective needle that was not able to be recovered from the patient. Per the facility, 'the needle was not able to be recovered and the patient was sent home with the needle still inside'. Per the facility, 'the needle will be attempted to be recovered when the customer goes back into the office'. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the pack had a defective needle that was not able to be recovered from the patient.